Manufacturer narrative:
An event regarding a bent triathlon rod was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for inspection. A provided photograph shows the device appears to be bent, however this cannot be confirmed without product return. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If the device becomes available, this investigation will be reopened.

Event description:
It is reported, that the flexible intramedullary bar is bend.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported, that the flexible intramedullary bar is bend.